Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Preliminary log analysis found that generator errors occurred on the imaging system. The representative was unable to replicate the reported issue during testing. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was beeping continuously after clearing an e-stop. No additional information was provided. There was no patient present when this issue was identified.